Manufacturer narrative:
Correction:h6.

Event description:
Related manufacturer reference number: 2017865-2021-07117. It was reported that the patient exhibited infection. The implantable cardioverter defibrillator and left ventricle lead were explanted. Patient was stable.